Event description:
Case requiring anticoagulation. Heparin given but did not see a marked increase in act levels despite additional heparin given. Second machine used to confirm with a more significant increase in act. Heparin lot number lp8029. I stat machine number [redacted]. Act cartridge number r26052 2026-08-20. Second machine used to confirm . First machine reading <200. Second machine reading >200.